Event description:
It was reported that the 6600 system continued to fluoro after foot-switch was released, also the image was off center. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The controller pcb, hand-switch, and collimator were replaced during the service call. The system was tested and found to be working as intended and put back into service.